Event description:
It was reported that a light sensitive drug set leaked from its tubing. A patient was reportedly involved. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). The patient's age is unknown; however, it is known that the issue occurred in the neonatal ICU. (B)(6). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. During visual inspection a cut measuring approximately 0.2 cm in length was observed in the tubing. During gravity testing a leak was observed from the same location as the cut. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.